Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal which resulted in the delivery of inappropriate shock. The ICD was reprogrammed. There were no patient consequences.